Manufacturer narrative:
(B)(4). Although requested, the pump module will not be returned. The customer declined an eval because they had performed their own investigation.

Event description:
The customer reported that a critically ill trauma pt, a pedestrian involved in a motor vehicle accident "coded" when the IV pump transitioned from the programmed rate (20mcg:40ml/hr) to the kvo rate (10ml/hr) for an epinephrine infusion. It is not known whether "coded" means the pt suffered a cardiac or respiratory arrest; all that is known is that the pt's heart rate and oxygen saturation dropped and that he "had to be bagged, and required numerous breathing treatments to stabilize" his condition. The customer stated that "the pt's heart rated needed to be kept at 130 to keep him from coding." The nurse was at the bedside and heard the pump switch over to the kvo rate. Before the nurse was able to hang a new bag and restart the drip, "the pt coded, the heart rate dropped to ~90 and the oxygen saturation dropped." Reportedly, the pt had also "coded" previously when the pump transitioned to the kvo rate. For the previous event, the customer suspects the nurse did not hear the kvo transition alert. The customer described the pt's injuries as "incompatible with longevity." Although the customer is not alleging a pump malfunction, the pt did expire 5 or 6 days later. No additional pt or event information was provided.